Event description:
During a diagnostic catheterization, the catheter is kinking after it is inserted and then manipulated. There were no adverse patient effects and the doctor did not need to take any interventional action.